Event description:
It was reported that the right atrial (ra) lead exhibited a failure to capture and a failure to sense. Upon fluoroscopy, it was observed that the ra lead was dislodged. The ra lead was explanted and replaced. The patient was stable.